Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (can't baseline) has been confirmed. Upon inspection, it was found that the wire running from the dome of ECG d to the pc board on the electrode belt was broken off from the dome. The root cause of the broken wire cannot be positively identified. When the dome was replaced, the belt was fully functional. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.

Event description:
A pt service rep assisting a (B)(6) male pt contacted zoll lifecor customer support to report that he was unable to baseline the pt. The electrode on the left side would not show a signal. The pt was issued a replacement electrode belt.